Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The occlusion test could not be performed due to prime anomaly. Device passed the rewind, basic occlusion and displacement tests. No motor error alarm during testing noted. Motor passed motor test. Device had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 16.7 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.